Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seeing a 375 and 376 error code on their recharger. The codes both indicate antenna failures'. The patient stated that the antenna seems frail. It was reviewed that the antenna frailness may contribute to the codes, the patient stated that it started where the recharger would only charge 3 batteries, then 2 then 1 and now the patient just sees the codes. The patient stated that the machine was not working. The patient noted that their ins was in their back. On (B)(6) 2017 additional information was received from a consumer regarding a patient. The additional information reported that the patient had not yet received the ins recharger (insr) antenna, and had not recharged their ins resulting in ins depletion, loss of stimulation, and return of symptoms (back pain). From the previous crts a rpl email had not been sent requesting a replacement insr antenna. A request email was sent to rpl for a replacement insr antenna. No additional symptoms and, no additional complications were reported for this event.